Event description:
It was reported that a continuous beeping alarm sounded immediately, displaying error 41786 across the screen, and unable to move past the error message. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg : 5/28/2025. Corrected a1, a2, a4, a6 a5, b2, b6 and b7, corrected: health effect - impact code, there was unknown patient involvement. One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal and upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a error code: 41786. The downstream/upstream occlusion seal, printed wire assembly (pwa) board were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.